Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient had ventricular tachycardia and pacing didn't work on the device. The condition accelerated to vf and was treated with a shock appropriately. There was also atrial undersensing observed. The device remains in use. No further patient complications have been reported as a result of this event.